Event description:
It was reported via repair work order that the foot right side rail would not lock into place due to damaged latch with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by examining the unit and recommending the repairs needed. Stryker did not performed repairs for this account; unit is not under warranty. The customer tech will order the parts and conducting their own repairs.

Manufacturer narrative:
Conclusion: customer will order parts and repair unit.

Event description:
It was reported via repair work order that the foot right side rail would not lock into place due to damaged latch with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.